Event description:
It was reported that the patient had an extension replacement. It was noted that there were high impedances of 10,000 ohms. It was further reported that the patient had a bad fall and broke their clavicle for a second time. The extension was over the area. The patient had their extension replaced and rerouted. The patient also reportedly had a "large surgery" to plate and fixate the broken clavicle for the second time. Patient feels that this was the second time with replacement of extensions and broken wires even though she has had two falls and two broken clavicles. It was noted that the patient is alive with no injury or adverse event. It was also noted that the patient's symptoms included less than 50% therapy relief. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3986a, lot# n284755, implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final device analysis of the extension revealed the following: the extension was cut through and segmented. The connector #3 on the extension was broken. The connector sleeves #4, 5, 6, and 7 were broken off and not returned.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.